Event description:
It was reported that during procedure the surgeon felt that the condition of graft was not good compared with usual. When the graft was pulled up into prepared bone site, endobutton cl was checked outside femoral bone site and it was frayed. Then graft was pulled up for fixing. For final check of fixing, when suture was pulled up, graft was cut and came out from bone site. Therefore, endobutton cl was got back and found that part of cl damaged and cut.

Manufacturer narrative:
One 72200147 20mm ultra cl endobutton was returned. The continuous loop is no longer a full loop. The fibers have been quite unwound, frayed and matted like a birds nest. There are not clean shear edges as would be if the loop had let go at the connection point. These are jagged stressed breakages as from pull force or friction rubbing against another instrument or device. This fiber is sensitive to excess handling as with pulling suture or tissue back and forth through. There is evidence of attempted repair with a cyanoacrylate surgical adhesive ¿liquid stitches¿ which compounded the damaged condition of the fibers. No root cause related to the manufacturing of this device was established.